Event description:
It was reported that that patient had a pacing pause and the doctor could stimulate oversensing in the office. On the way to the hospital, there was an alert for low impedance. During replacement procedure, the coil was noted to be coming out of the insulation and the doctor suspected an insulation break. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: outer insulation breached (clavicle-rib crush); partial lead in segments was returned for analysis.